Event description:
Pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with an anterior lumbar interbody fusion spacer at level l5/s1. Pt was also implanted with an anterior tension band (atb) plate. Postoperatively, pt backed into a counter, hitting their back at the point of the atb plate and tripped on step. The pt experienced pain as the level of the fusion, which traveled into their legs bilaterally and radiated from the lower back into both legs posteriorly. This required pain medication - ultram and ibuprofen. This is report 1 of 5 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplement MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.